Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, the internal cavity was noted to be dusty and needed deep cleaning. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for an unknown procedure, the visera 4k uhd camera control unit exhibited communication error e117. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. An e117 indicates a ccu (camera control unit) failure, and that it is a message that appears in the event of a failure of a component such as a power supply unit, computing processing unit, or mother board. Based on the results of the investigation, the root cause of the error code e117 was likely a failure of the internal board. Olympus will continue to monitor field performance for this device.